Event description:
It was reported that after the carotid stenting procedure in the tortuous right internal carotid artery, the patient experienced a cerebrovascular accident (cva) and was treated with heparin. The patient also had a transient episode of hypotension and was placed on neosynephrine. During the urgent post-procedure head computed tomography (CT) the patient had a seizure, and neurology was consulted. An electroencephalogram was abnormal, and the patient was placed on anticonvulsant medication. Although the head CT failed to confirm a cva, the final diagnosis was embolic left parietal cva, and the patient was discharged to a rehabilitation facility 8 days after the procedure. The physician felt there were no device malfunctions. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident, embolism, hypotension, and seizures are known adverse events as listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.